Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump led the customer to change the cartridge and perform the fill tubing process multiple times. Reportedly, the customer successfully completed the load sequence and insulin delivery was resumed. Customer's blood glucose level was 58 mg/dl.